Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿deployment issue that results in the exposed stent removed from the patient with the delivery system.' The stent could not be released. "As per complaint form": after introducing the kit into the bile ducts and attempting to release the stent, at the second shot, I heard a crack inside the holder and the stent could not be released.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Importer site establishment registration number: 3005580113 1 x evo-fc-8-9-8-b device of lot number c1526962 was returned for evaluation, open in its original packaging. The device involved in the complaint was evaluated in the laboratory on 04th june 2019. Stent was partially deployed on return. The device functioned as intended and stent was deployed without issue in lab. The following additional information was requested post lab evaluation: ¿- device returned with stent partially deployed. Can you confirm if the stent was partially deployed? - was the correct device returned?¿ to which the following response was received: "yes, the stent was partially deployed, because as the doctor wrote in the claim, the problem appeared during the second shot." From the additional information, it is therefore assumed that the device could not be recaptured or deployed inside the patient and a partially deployed stent was removed from the patient. Prior to distribution all evo-fc-8-9-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-8-9-8-b device of lot number c1526962 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1526962; upon review of complaints this failure mode has not occurred previously with this lot #c1526962. The instructions for use ifu0062-5 which accompanies this device instructs the user to "if an abnormality is detected that would prohibit proper working condition, do not use.¿ it also states, ¿to resume deployment, push button to opposite side again and hold button for first stroke while squeezing trigger.¿ the following information was reported: ¿was the directional button pressed during use? No¿ but also states: ¿was the directional button fully engaged? Yes¿ it is unknown if the issue encountered was during initial placement or repositioning, therefore, there is not sufficient evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to compressive forces due to patient anatomy. This may have made deployment forces higher than expected which could possibly have resulted in the directional button disengaging into the neutral position as it wasn¿t held during use and may have been the sound that was heard by the user. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿deployment issue that results in the exposed stent removed from the patient with the delivery system'. The stent could not be released. "As per complaint form": after introducing the kit into the bile ducts and attempting to release the stent, at the second shot, I heard a crack inside the holder and the stent could not be released